Event description:
Caller reported blood glucose results of 346 mg/dl and 140 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
After several attempts to reach customer, manufacturer's agent was unable to determine info.